Manufacturer narrative:
Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was sent to the stryker depot for evaluation. The depot technician could not duplicate the reported issue. The device boots up correctly. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.